Manufacturer narrative:
The investigation is ongoing, a supplemental report will be submitted upon completion.

Event description:
(B)(6) received notification from our affiliate in (B)(4). As reported, a patient underwent a valve-in-ring implant of a 26mm sapien 3 ultra valve into an annuloplasty ring/in tricuspid position, by transfemoral approach. As reported, there was a large paravalvular leak (pvl) between the tricuspid ring and sapien 3 ultra valve, due to the angle of the valve in the ring. It was not possible to deploy the sapien 3 ultra valve in a coaxial plane and the skirt did not fill the whole ring frame. On post-op day 8, the patient underwent to a plug procedure to minimize the pvl. The final outcome of the patient was good.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of paravalvular leak was unable to be confirmed. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. It should be noted that the thv was implanted in surgical ring at tricuspid position for this case. The sapien 3 ultra (s3u) with the commander delivery system (ds) was indicated for native aortic valve, a failing aortic bioprosthetic valve or a failing mitral surgical bioprosthetic valve replacement at the time of original implantation, so it was off-label for implantation in surgical ring at tricuspid position. As reported, 'patient who underwent a valve-in-ring implant of a 26mm sapien 3 ultra valve into an edwards ring model 6200t30, in tricuspid position, by transfemoral approach. As reported, there was a large pvl between the tricuspid ring and sapien 3 ultra valve, due to the angle of the sapien in the ring. It was not possible to deploy the sapien 3 ultra valve in a coaxial plane and the skirt did not fill the whole ring frame. On pod8, the patient underwent to an plug procedure to minimize the pvl' and 'as per medical opinion, the perceived root cause may be related to the patient anatomy and the angle of the tricuspid ring'. In this case, the thv valve was deployed at the angle within the implanted tricuspid surgical ring as it can compromised the sealing of provided by the skirt between the deployed thv valve and tricuspid ring, which led to paravalvular leak as reported. As such, available information suggests that patient factors (pre-existing ring angle) and/or procedural factors (off label operation) may have contributed to the complaint event. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.